Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device was giving an e8 error thus not allowing completion of the pretest. It was determined that this was due to a worn motor and flex circuit over time. The assignable root cause was determined to be due to normal wear from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the pre-testing process, it was observed that the motor device displayed an e9 error code. During in-house engineering evaluation it was found that the motor device was giving an e8 error. It was reported that there was no delay due to the event as an identical spare device was available for use. There was no patient involvement in the reported event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.